Manufacturer narrative:
(B)(6). Investigation summary: our quality engineer was unable to verify the reported complaint. Photos or samples are not available for analysis and because no objective evidence of this issue was found during the analysis of the device history record and quality notifications for the claimed lot, it was not possible to verify this complaint as being generated by manufacturing process. We appreciate you taking the time to bring this observation to our attention and we regret any inconveniences this incident may have caused you and your facility.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter leaked during use on a patient. There was no report of injury or medical intervention.